Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a female patient underwent a right sided non-ischemic ventricular tachycardia (isvt) ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During mapping in the right ventricle outflow tract (rvot), it was noticed that the catheter was in an abnormal area. The points were acquired with a force of 10 grams, they did not consider anything alarming and continued the mapping. Approximately 3 minutes later, the patient was feeling very warm and blood pressure started to drop. Relatively at the same time, magnetic sensor error occurred, and visualization was lost. Under fluoroscopy, the physician removed the catheter to attend to the patient¿s blood pressure. Echo was brought to the room and confirmed the cardiac tamponade. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardial space. The patient¿s blood pressure returned to normal and the bleeding stopped. Remainder of the procedure was aborted. Extended hospitalization was required as a result of the adverse event. The patient stayed in the hospital over the weekend and was then discharged fully recovered. Physician¿s opinion regarding the cause of the adverse event is that it was related to the patient¿s age. Transseptal puncture was not performed during the case. The flow was set at 2ml/min for mapping. The force visualization features used included dashboard, vector and visitag; however, no ablation occurred prior to the adverse event. Tag index was used prospectively as color option. Since the event was life threatening, and required medical/surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it was to be considered serious and MDR-reportable. The incidence of magnetic sensor error was easily detectable by the user. The catheter was inoperable, since it could not be visualized on the carto 3 system. The user would have to replace the catheter. The potential risk that it could cause or contribute to a serious injury or death was remote.

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device with lot number 30259579m, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).